Event description:
It was reported that ¿upon insertion of a 12x45x8 degree ¿ 8mm avs aria, the posterior edge of the cage broke into three small pieces.¿ it was reported that ¿posterior marker was no longer visible on the cage, therefore, we were not able to tell where the posterior edge of the cage was relative to the pt. Doctor had to look into the pt several times with loops to determine if the cage was counter sunk enough.¿

Manufacturer narrative:
Add¿l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering eval.